Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 594 mg/dl. The customer went to the emergency room (ER) due to the elevated bg level and ketones. At the ER, the customer was treated with intravenous saline and insulin. The customer was released the same day with no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.